Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty to advance could not be confirmed due to the condition the deice was received for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and observed inner member damage appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that, prior to use, the 3.0x28mm esprit btk system could only advance about 2-3 inches over the 0.014 command guide wire. The device was removed and not used in the patient. A new non-abbott device was used to continue the procedure with the same command guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted a hole in the inner member.